Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced an unspecified stomach infection manifested by abdominal pain, cloudy bag and diarrhea. Four days after the onset of the stomach infection, the pt was hospitalized for the event. The cause of the infection was unknown. On an unreported date in the same month as the event, the pt began treatment with unknown antibiotics (intraperitoneally) for the stomach infection. Treatment with antibiotics was ongoing. Peritonitis was unable to be ruled out. At the time of this report, pd therapy was ongoing, the pt remained hospitalized and was recovering from the event. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a supplemental report will be submitted.